Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the final anastomosis during an open ileocolic anastomosis, there was bleeding after anastomosis. The surgeon performed manual suture to complete the case.